Event description:
Additional information was received from the manufacturing representative (rep) via email. An email was received from the rep. Rep responded that they have not met with the patient yet. They are currently on leave due to the birth of their daughter. They will follow up with this patient and the account to see what is going on. They have no further information at this time. Additional information was received from the patient (pt). They reported their weight. Pt noted that they did not know what led to the recharger getting hot and burning them. Pt reported that the replacement recharger solved the issue.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. H3: analysis of the 97755-s recharger (rtm) (serial number (B)(6)) revealed a failure, no device found message. No anomalies were visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that for about a month their recharger (rtm) had gotten so hot that it burned them when recharging. Pt was uncertain if they were physically burned. Pt had to remove paddle from body/pause while charging their implant to let recharger cool off before getting implant charged to 100%. Pt had to charge with paddle over shirt to prevent burning. Pt thought the recharger cord was loose. Pt stated they had reported this to their medtronic rep in person about a month ago, when the issue began. An email will be sent to the repair department to replace the recharger (rtm). An email was sent to the manufacturing rep to clarify notify date of this event. Rep responded that they have not met with the patient yet. They are currently on leave due to the birth of their daughter. They will follow up with this patient and the account to see what is going on. They have no further information at this time.

Manufacturer narrative:
Continuation of d10:product ID 97755-s.serial# (B)(4). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.